Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02500.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2013-02499 and 1225714-2013-02500. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt's experience was sudden in nature.